Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose at the level of 400 mg/dl and 290 mg/dl. Customer was treated with manual injection. The customer's blood glucose was 243 mg/dl at the time of call. Troubleshooting was performed and no issue with the insulin pump was found. Device is not expected to be returned for analysis.